Event description:
The customer was at a park. That night when family member removed customer's shoes and socks, they noticed blisters on customer's toes. The following day they went to the doctor who suggested that the footplate on the unit reflected the sun causing burns on customer's toes. Co recently learned that this lead to gangrene and amputation of the feet.